Event description:
It was reported that motor on the pump was not running. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found chipped out on both front corners of top case. The tamper seal was broken on the bottom case and plunger assembly. There was evidence of the error found in the event history log. The customer reported problem was verified/duplicated during occlusion testing. During the investigation, the main board was found misaligned due to pump being dropped or mishandled by customer. This was found to be the cause of the reported problem. The main board was realigned as corrective action. The root cause of the reported problem was traced to customer damage/user interface. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other text: b5: additional information was received and attached on 30 august 2022, event date was updated, the issue did not occur during patient use and no clinical injury. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.